Event description:
A pt was being administered tpa (tissue plasminogen activator) via a glass container using a co's (exact catalog unk), in pump. The set was proximal to the pump and the pump was reported to have an air detector. This procedure requires a clinician to be present for the entire time. As a result of the clinician's presence, the incident would not have gone undetected. For an unk reason, the drip chamber and tubing of the set collapsed and it was necessary to switch sets. The reporter did not know the delay time in switching the sets, but later noted that there was no delay time involved. The pt suffered no ill effects, but noted that there was potential for ill effects should this recur.